Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and with their assistance, the customer successfully reset it, after which the issue did not recur. The customer was informed to continue using the pump and to contact support if the issue happened again.